Event description:
It was reported to philips that wireless footswitch connection problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use and the issue occurred during a planned treatment. The treatment was completed by wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch connection problem. Upon functional testing, the fse identified the error led indicator on the base station was blinking and confirmed the problem with the wireless connection. The part analysis for both the component; wireless footswitch and the base station were performed in which 4 anti-slips attached to footswitch were gone and the base station showed that after disconnecting the footswitch, the base station had to be manually reconnected. To resolve the problem, the fse replaced the wireless footswitch and base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.